Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a lesser trochanter fracture causing the stem to become loose. While being revised the surgeon decided to do a poly swap and remove a screw from the cup.